Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient was having trouble charging his implant today. He was trying to go through passive recharge mode (prm) but was unable to charge the implant. Patient service (ps) had the patient hold the rtm in front of him in the air and he was seeing low: 79, mid 100 and high 100 when the rtm was in front of him in the air. He developed an ulcer over where his implant was located in his right hip. Patient then said that he had hip surgery about 3-6 weeks ago so he had to lay flush on his back when he would charge. His healthcare professional (hcp) had to put the implant flush with the patient's skin because he could not put it in the muscle and the patient did not have any fat. They tried to get the ulcer to heal but they were unable to and so now on the 21st he was going to have surgery so they could move the implant from his right side to his left side.